Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: unknown versys femoral head 12/14 taper p/n unknown l/n unknown, unknown zimmer m/l taper p/n unknown l/n unknown, unknown liner p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05743, 0001822565-2017-05744, 0001822565-2017-05745, 0001822565-2017-05746.

Event description:
It was reported patient was discharged from the hospital following a revision procedure on antibiotics for presumed aspiration pneumonia. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.